Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify that the hospital cart was leaking too much helium; greater than 20 psig in 5 minutes with helium tank turned off. The fse tightened all helium related fittings in hospital cart and brought leak within specification "less than 20 psig per 5 minutes with the helium tank in the off position" as per service manual. The fse tested the iabp with trainer for one hour and verified iabp was no longer using excessive helium. Repair was completed with full calibration, functional testing and safety checks to factory specification. Unit passed all calibration, functional and safety tests per factory specification. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.